Event description:
It was reported that the pt was admitted to the hospital on (B)(6) 2010 with a non-healing, exudating abdominal wound that was 20 cm long, 8 cm wide and superficial in depth except for the lower portion where two sinuses were tracking, both about 5 cm deep. Original wound had been treated with v.a.c therapy approximately 12 months prior in the hospital setting and then transferred into the community for long term care. On (B)(6) 2010, pt was admitted for surgery under general anesthesia to lay open sinus tract and debridement. During surgery, two pieces of a foreign material described as white foam were found and removed one from each of the sinuses. Both pieces were 5 cm x 2 cm in size. The wound was debrided and v.a.c therapy applied. Nurse attending theatre confirmed no bowel or omentum was visible. Post surgery, the medications were reported as insulin, diabex and IV antibiotics. Post operatively, the pt received v.a.c therapy. V.a.c therapy was discontinued on (B)(6) 2010 when fecal fluid was noted in the canister.

Manufacturer narrative:
The reason for the fecal fluid was not known. The dressing change interval was not reported. No interface dressing was considered necessary. The fistula was estimated to be the size of a pin head. As a result of this event, pt has received a central line for tpn and the drug octreotide, specialized medication to dry up gastric secretion. The foreign material that was removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c therapy. V.a.c therapy safety info and application instructions warn, "v.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." It also warns to protect vessels and organs: "all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to administration of v.a.c therapy."